Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room with chest pain. Upon interrogation, the right ventricular lead exhibited high threshold and perforation was suspected. The lead was repositioned. The patient is in stable condition.